Event description:
It was reported that during a laparoscopic anterior resection procedure, while mobilizing the rectum, the instrument error code five came on. The instrument was cleaned and reassembled in the usual manner followed by going through the pretest once more. The test cycle was noticeably longer while eventually a long constant tone came on when the activation button was depressed compared to the intermittent beeping usually heard. The generator presented no error code in this situation. A new device was opened and the case was completed. There were no adverse consequences to the patient.

Manufacturer narrative:
The facility representative contacted baxter in 2009 to report a colleague volumetric infusion pump encountered a problem with the resistor. The pump was unplugged and plugged back in and smoke originated from the pump. The issue occurred during biomedical testing. The pump was found in the biomedical department with a note that said "pump does not recognize ac (alternating current) power". The green icon did not illuminate as it should once the pump was plugged in. The pump also had the "battery low-plug in now!" Message. The technician unplugged the pump and plugged it back in, then the technician smelled and saw smoke coming out of the pump. When it was noticed that the pump smelled of smoke, the pump was on ac power and did not share a circuit with any other device. The smoke originated from the device and there was no flame. This device users interface module software version 6.12.00 categorized as unremediated. There is no adverse event, patient injury or medical intervention associated with this report. The pump was received and evaluated by baxter. A visual examination, power on self test and physical inspection was performed. The reported condition was confirmed but could not be duplicated. The user interface module board was replaced.a trend analysis was performed for the timeframe of 2008 to 2009 for thermal events*, involving the out of united states configured single channel colleague population. The complaints per million infusions (cpmi) is 0.3, which is below the 1.0 cpmi threshold needed to trigger a CAPA investigation. However, since thermal events are considered to be significant, CAPA was opened (2008) to address such events, and is currently in the implementation phase. There are a total of 3 confirmed thermal event* complaints involving out of united sates configured single channel colleague population.there are a total of 18 confirmed thermal event* complaints involving global (united states and out of united states) colleague (single and triple) populations. Of those 18 complaints, 10 are associated with an medwatch (see list below).the following medwatch access numbers, which are part of complaints included in the trend analysis, are related to all (united states and out of united states) confirmed thermal events* involving both single and triple channel colleague pumps, not just the specific configuration of medwwatch access number 6000001-2009-01051.medwatch numbers6000001-2008-007546000001-2008-008226000001-2008-008666000001-2008-009156000001-2009-000546000001-2009-000576000001-2009-001076000001-2009-004706000001-2009-007916000001-2009-00789.

Event description:
The facility's representative reported in 2009 a colleague cx triple channel volumetric infusion pump with a malfunction of no alarm with proximal occlusion on channel c that occurred on an unknown date. The reported condition occurred during biomedical testing. The pump was programmed in moderate mode. The expected and actual infusion times were 200ml/hour at 10ml/hour volume for accuracy test. The speaker on the pump was not muted and the volume was not turned down. The backlight to the device channel was on. According to the customer there is not an adverse event, patient injury or medical intervention associated with this report. No additional information is available.

Event description:
01 october 2009 the customer contacted baxter to report that a colleague volumetric infusion pump, encountered a problem with the resistor on an unknown date. The resistor on uim board caught fire and burned out. The problem was noted prior to product use. There is not an adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
There is a CAPA investigation associated with this report. The pump will be sent and evaluated by baxter. A follow-up report will be submitted wihen the evaluation results or additional information becomes available.

Event description:
Patient was revised to address hip dislocation.

Manufacturer narrative:
The user facility / importer report number was filled with an erroneous number for the follow-up medwatch submitted.

Manufacturer narrative:
(B) (4)